Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a venaseal closure system during treatment of the patients left distal great saphenous vein (gsv). There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. The lumen was not flushed prior to use. A guidewire was used for the insertion of the catheter. Tumescent infiltration was not utilized. Local anesthesia was utilized. Hand compression was used. No resistance was encountered when advancing the device. Removal difficulties were reported. As the catheter was being disconnected from the blue sheath, the physician pulled catheter back, but the catheter hub snapped off from the shaft of catheter. The device was pulled with resistance, removed successfully in tandem without injury/intervention. The device was safely removed from the patient. No vessel damage was reported. The vein is reported to have closed. Procedure was completed per the IFU. No patient injury reported.

Manufacturer narrative:
Product analysis: glue catheter was returned for analysis. It was observed the glue catheter was detached from the spinlock/port hub which remained attached to the syringe. The detachment occurred at approximately the 2.5 cm mark. Polymerized adhesive was evident along the returned glue catheter shaft where the detachment occurred. Visual inspection of the detached portion of the catheter revealed the tear was most likely longitudinal. A still image was also returned for evaluation. The image shows a physician holding the glue catheter which is inserted in the introducer. The hub of the catheter is detached and can be seen attached to the syringe loaded in the venaseal gun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.